Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection and sepsis are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient experienced oozing from the stoma and went to the emergency room for evaluation. The patient had an elevated temperature of 38.9 degrees, rigors and dyskinesia, fluid in the peritoneal cavity, was hypotensive, dehydration, was anemic, had raised crp levels, and pus at the stoma site and was septic. The patient was admitted to the hospital and was treated with the antibiotics metronidazole 500 mg, cotrimoxazole 960 mg and tazocin 4.5 via PICC line.